Manufacturer narrative:
(B)(4): the patient experienced an erosion and underwent an excision of the mesh, revision of cystocele repair; rectocele repair with mesh re-do, and a pubovaginal sling on (B)(4) 2009. The (B)(4) 2009 surgery involved a microvasive precision twist device to place bone anchors on either side of the pubic symphasis. A repliform tissue was secured to the wound with sutures and loosened to allow an easy pass under the urethra with no tension.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2011-00586. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6) the patient underwent mesh implantation in order to treat stress urinary incontinence ,cystocele, rectocele repair mesh, and cystoscopy.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, dribbling, pressure, prolapse, urinary urgency and urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, dribbling, pressure, prolapse, urinary urgency and urinary incontinence.

Event description:
It was reported that a patient underwent surgery for stress urinary incontinence and grade 3 rectocele and vaginal mesh erosion on (B)(6) 2009. During the procedure, a pelvic floor mesh and an american medical systems aparc sling were implanted. The patient experienced pain and injury and has had numerous corrective surgical procedures. No additional information was provided at this time.